Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and pump error 35 alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer did not recall blood glucose at the time of incident. Customer had their insulin pump in their bra. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.